Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. The customer's spouse also reported that they had bent cannula. The customer's blood glucose was unknown at the time of incident. The customer's spouse was advised how to prevent bent cannula. The customer's spouse performed troubleshooting and they found air bubble and bent cannula at the time of call. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.